Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the patient (pt) how long the implant is 'supposed to stay charged'. Agent asked clarifying questions. Pt stated they have to charge 'an awful lot'. Pt stated one day, the ins was empty and the next day, it was 100%. Pt stated they used to charge once a week. Pt stated they noticed this issue this week. Agent asked if they have been reprogrammed; pt stated 'not recently'. Agent reviewed information. The pt was redirected to healthcare provider to further address charge frequency concerns.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Patient was asked what caused the issue of having to charge more often and patient responded they were instructed to contact medtronic after the handset shuts off. Patient stated their provider was not helpful. Patient stated the handset turned on when they turned it on. They didn't do anything but that the issue was resolved.